Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
No patient information provided by the customer.